Event description:
The customer stated that he was hospitalized with blood glucose levels greater than 600 mg/dl. Troubleshooting was performed, and the insulin pump failed the high pressure test the first time. The second time, the unit displayed a no delivery alarm on the screen, but there was no audible tone or vibration. Ran a self test, and the unit failed the audible tone test, but it did vibrate. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was operating within specifications. The device passed all functional testing. A cracked reservoir tube lip was noted during visual inspection. No audio tone/beep anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.